Event description:
It was reported that during an anterior resection procedure, upon inspection of the anastamotic site via a stress test (insufflation of the bowel while the anastamotic site is under water), bubbles were seen to escape from the site, indicating a leak. Staple lines seemed to be complete, but there was leaking (bubbles) which seemed to originate from the right and left anterior aspects of the staple ring. Surgeons felt that this was caused by inadequate staple formation at the anastomotic site, as the donuts were complete, but the reanastomosis was not airtight. Staples appeared to be formed, but not as tight in certain areas of the ring. The surgeon had to oversew the staple line, then re-tested the anastomosis with a stress-test, which resolved the issue. Surgery was prolonged twenty-five minutes, but did not alter patient's post-op care. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.